Event description:
A physician encountered deflation difficulty with a 4x6 pta savvy small vessel. The savvy balloon was delivered to the superficial femoral artery popliteal without difficulty and inflated and deflated 3-4 times with a boston scientific indeflator while repositioning in different locations. The last time the balloon was inflated to nominal pressure, it would not deflate. The balloon was otw on a treasure by csi. A regular syringe was used to try to deflate the balloon, but the balloon would not deflate. They took the back-end of a platinum plus .014 wire was ran parallel to the non-deflated balloon to burst the balloon. After the balloon was burst, it was removed from the patient without difficulty. The balloon had been inflated for approximately 7 minutes, but it was reported that there was no injury to the patient. The target lesion was described as calcified and 90% stenosed with some vessel tortuosity. Visipaque contrast was used, with a saline to contrast ratio of 50:50. It was reported that the catheter had not been kinked during the procedure.

Manufacturer narrative:
Boston scientific indeflator, visipaque contrast media, treasure guidewirethe device has been returned for analysis; however, the analysis has not yet been completed.a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
A non sterile pta savvy 4.0mm x 6cm, 120 cm was received coiled inside a plastic bag. Returned device was noted severely damaged. Traces of dry blood were noted in the balloon. The balloon appears as if it had been inflated and deflated and it was turned inside out since the outer body looks ripped out 6mm from the proximal seal, also the shaft was found elongated because it was thinner in the section near to the balloon; several kinks were noted in the shaft at 30, 71, 86, 95 and 112 cm from the distal tip, those kinks can be attributed to the way the device was returned for analysis. A length of 47.6cm of shaft (at 32.7 to 80.6cm from the distal) presented crystallized inflation media. Both markerbands at proximal and distal were included and both present the stripes of glue; markerbands cannot be moved from its position. No other visual anomaly was observed on the received unit. The cross sectional analysis required at the proximal balloon seal could not be done because the balloon was received turned inside out. The proximal seal was reviewed and no obstruction was noted in the sealing area. The inflation/deflation functional test could not be performed due to balloon and shaft conditions as received. There was an attempt to remove the crystallized inflation media using the ultrasonic bath; however the dry residues could not be removed from the device. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The balloon deflation difficulty failure reported by the customer was confirmed; however, the exact cause of the balloon failure during deflation could not be conclusively determined, no deeper investigation could be performed due to device conditions as received. Controls are in place to prevent defective balloons during 100% visual and leak test inspection from leaving the facility. Shaft damage can be related to when they attempted to remove and deflate the balloon. Neither the product analysis nor the manufacturing records review suggests that the failure experienced by the costumer could be related to the manufacturing process. Therefore, no corrective/preventive action will be taken. Based on the information available, it appears that the difficulty experienced by the customer may have been caused by the operational context of the device and is not related to a product quality issue. It was reported that the balloon was left inflated for 7 minutes. This may have been enough time to allow for the contrast medium inside of the inflation lumen to crystallize. As noted in the product analysis the inflation lumen was noted to contain significant amount of crystallized contrast medium. This may have prevented the balloon from deflating properly. A non sterile pta savvy 4.0mm x 6cm, 120 cm was received coiled inside a plastic bag. Returned device was noted severely damaged. Traces of dry blood were noted in the balloon. The balloon appears as if it had been inflated and deflated and it was turned inside out since the outer body looks ripped out 6mm from the proximal seal, also the shaft was found elongated because it was thinner in the section near to the balloon; several kinks were noted in the shaft at 30, 71, 86, 95 and 112 cm from the distal tip, those kinks can be attributed to the way the device was returned for analysis. A length of 47.6cm of shaft (at 32.7 to 80.6cm from the distal) presented crystallized inflation media. Both markerbands at proximal and distal were included and both present the stripes of glue; markerbands cannot be moved from its position. No other visual anomaly was observed on the received unit. The cross sectional analysis required at the proximal balloon seal could not be done because the balloon was received turned inside out. The proximal seal was reviewed and no obstruction was noted in the sealing area. The inflation/deflation functional test could not be performed due to balloon and shaft conditions as received. There was an attempt to remove the crystallized inflation media using the ultrasonic bath; however the dry residues could not be removed from the device. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The balloon deflation difficulty failure reported by the customer was confirmed; however, the exact cause of the balloon failure during deflation could not be conclusively determined, no deeper investigation could be performed due to device conditions as received. Controls are in place to prevent defective balloons during 100% visual and leak test inspection from leaving the facility. Shaft damage can be related to when they attempted to remove and deflate the balloon. Neither the product analysis nor the manufacturing records review suggests that the failure experienced by the costumer could be related to the manufacturing process. Therefore, no corrective/preventive action will be taken.